Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy. The el5ml (new product) had a problem with a distal clip that could not be closed like normal. Distal clip was overlapped. The clip was fired with incomplete closing. One clip was fed but the end of clip was overlapped and not completely closed. The device fired scissored clip. It is unknown how the procedure was completed. Patient consequence was not reported.